Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lithium (li) on a cobas pro c 503 analytical unit. The initial result was 1.28 mmol/l with a data flag. The repeat result was 0.00524 mmol/l with a data flag. The customer repeated the sample 5 times with results of 0.0173 mmol/l with a data flag, 0.0190 mmol/l with a data flag, 0.0183 mmol/l with a data flag, 0.0141 mmol/l with a data flag, and 0.0160 mmol/l with a data flag. The repeat results were reported outside of the laboratory. It is not clear which results were believed to be correct. The li reagent lot number was 59094201 with an expiration date of 30-sep-2023.

Manufacturer narrative:
The customer performs qc daily with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the rinse water volume and reported everything is ok. The investigation could not identify a product problem. The cause of the event could not be determined.